Manufacturer narrative:
(B)(4).

Event description:
It was reported upon interrogation the physician observed battery data values of the pacemaker do not correspond to the eri indicator. No additional information available at this time. No adverse patient consequences were reported.